Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced skin breakdown at the implant site exposing the receiver/stimulator (date not reported).

Event description:
Per the clinic, the patient experienced skin erosion over the magnet site and an infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported), however, the issue did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.